Event description:
Return reason: cut at distal adhesive band of balloon. Analysis determined: investigation found a small tear directly band of the balloon. The origin of the tear could not be determined. No manufacturing defects were observed. Unit was used in vivo. This was not determined until analysis was completed. No further information is availabe on the patient's status. Remedial action taken: no corrective action is necessary at this time. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary. Bbnj is continuously working to improve its balloon latex to lessen balloon tears. Each balloon is 100% inspected, inflated and deflated prior to packaging and final release. Inspection processes have been updated and are continually being evaluated for improvements.